Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received from the patient on 2015-12-31 stating that they would like to have the device checked. Their im plantable neurostimulator (ins) was "flopping around, hitting on stuff". The patient thought that it was due to weight loss, and noted that they had not followed up with anyone since they got the device.

Event description:
It was reported that over the past year the progressively the patient had lost weight and the implantable neurostimulator (ins) is hanging and flopping and will hit the door if she walks through when she is not wearing tight clothing. Additional information was requested, but was not available as of the date of this report.